Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400-500 mg/dl. Cause of bg level was not known. Customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.